Event description:
Additional ifnformation obtained on further follow-up indicated that the cause of the event was unknown; as reported previously the dye study done on (B)(6) 2013 was normal. Patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant product: catheter model 8703w, lot# l36720, implanted: 1997. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter may had been sheared during the most recent refill; the date of that refill was not reported. A dye study was done the same day as the initial report. One week after the initial report was made it was added that the refill was a week before the dye study, and the healthcare provider (hcp) couldn¿t gain access. Two or three hours after the refill the patient developed bad abdominal pain and flu-like symptoms and went to the emergency room (ER) where it was thought ¿it was viral.¿ the day after the ER visit the pump was accessed without difficulty. The hcp was concerned that ¿it might have been traumatized¿ the day before which was why the catheter dye study was conducted. During the dye study 2ccs were withdrawn and the fluid was yellow. The device system was used to deliver morphine and clonidine. Two and a half weeks after the initial report was made it was noted that a second dye study was done because it was questioned if the catheter was nicked, as the dose had been increased (date of increase not reported) but the patient did not get any more pain relief. It was noted that the second dye study was ¿fine¿ and patent. Three weeks after the initial report was made it was added that it was not determined what the ¿golden fluid¿ was from the first dye study so the second dye study was ordered. The second dye study went ¿well¿ and 2ccs of clear drug were pulled back. The entire system was patent. It was noted the patient was refilled and after that she got ill and the system was checked to make sure there was not a pocket fill or nicked catheter. It was also noted the patient did not feel she had a high enough dose to cover her pain. Based on the results of the dye study, no action was necessary to replace the pump or catheter. Additional information has been requested, but was not available as of the date of this report.